Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7075722. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7075702. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7075704. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7075709.

Event description:
It was reported that the patient developed an infection near the site of the spinal cord stimulator (scs) leads about seven weeks post-implant. The patient had symptoms of redness and itchiness. The physician elected to explant the entire scs system. The patient stable and doing well postoperatively.

Manufacturer narrative:
The analysis of the returned implantable pulse generator (ipg) sc-1232, serial number (B)(6) revealed no anomalies during the visual inspection. The residual gas analysis confirmed that the case is intact. The analysis of the returned linear 3-6 lead sc-2366-50, serial number (B)(6) revealed that it was severed approximately 23.5cm from the proximal end. The damage to the lead is a result of a typical explant procedure. The analysis of the returned linear 3-6 leads sc-2366-50, serial number (B)(6) revealed that the leads were severed approximately 24cm from the proximal end. The damage to the lead is also a result of a typical explant procedure. A labeling review was performed for all devices and it did not reveal any anomalies. The instructions for use (IFU) states that possible surgical procedural risks are: temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis. Additionally, tissue reaction to implanted materials can occur is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Review of the devices manufacturing documentation confirmed that the ipg and leads passed all required specifications and testing prior to being released for distribution/sale. Laboratory analysis of the returned devices did not reveal any anomalies. Product labeling was performed and based on the available information, the reported event of the patient experiencing an infection near the lead site is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient developed an infection near the site of the spinal cord stimulator (scs) leads about seven weeks post-implant. The patient had symptoms of redness and itchiness. The physician elected to explant the entire scs system. The patient is stable and doing well postoperatively. Additional information was received that the patient was placed on antibiotics. A culture was also performed, but the results are unknown.

Event description:
It was reported that the patient developed an infection near the site of the spinal cord stimulator (scs) leads about seven weeks post-implant. The patient had symptoms of redness and itchiness. The physician elected to explant the entire scs system. The patient is stable and doing well postoperatively. Additional information was received that the patient was placed on antibiotics. A culture was also performed, but the results are unknown.